Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported experiencing hypoglycemia with a blood glucose (bg) level of 42 mg/dl. The patient treated with orange juice, which was more than recommended, and bg rose to 80 mg/dl while on the call with an agent. The patient reported no symptoms, no outside assistance, and no medical intervention was required. No hospitalization occurred and no long-term health effects were reported.